Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the prime history had recorded several large prime volume warnings. During testing, an attempt to do the rewind and load steps were performed but the pump emitted a cartridge not detected alarm. The force sensor calibration and resistance were found to be out of specifications. The pump was opened and the force sensor plate was found to be contaminated. The piston was investigated and found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration and resistance were not within specifications. There was contamination found on the force sensor plate. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.